Manufacturer narrative:
The initial complaint was reviewed and found not reportable. (B)(4) voided, this is a duplicate to (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient dob & weight not provided for reporting. Additional product code: hwc. (B)(4). Original procedure was performed on an unknown date. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4) manufacturing date: 01-jul-2010 expiration date: 31-may-2020 part #: 04.032.105s, lot#: 6416994 (sterile) - 11.0mm ti troch fixation nail screw/105mm - sterile. Quantity 12. Component parts reviewed: 21012 - raw material lot bp-80 lot - 6030780. Inspection certificate for implant material titanium provided by ummc/biomedical meets specification. Product certification provided by dynamet meet specification. Raw material receiving/putaway checklist meet specification. Raw material released to bp80 on 05-mar-2009. Inspection sheet for in-process inspection /final inspection met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a left trochanteric fixation nail (tfn) removal was performed on (B)(6) 2017. The original procedure was performed on an unknown date. On (B)(6) 2017, the patient underwent a failed tfn hardware removal, the plan was to re-try the procedure on (B)(6) 2017. The tfn lag screw was protruding laterally and causing irritation. The (B)(6) 2017 hardware removal included the whole tfn construct (nail and lag screw). The device were intact. The femur was left with no hardware and had fully healed. No reported surgical delay, no fragments created. The procedure was completed successfully with the patient in stable condition. This complaint is for two devices this report is 2 of 2 for (B)(4).